Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contat. Information is unavailable; device was not returned for evaluation. (B)(4).

Event description:
Per medwatch (B)(4) attached to this report. It was reported that during an appendectomy procedure, there was a cartridge lockout. There were no patient consequences. Case completed with another device of the same product code.